Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker identified the issue as the control panel not responding. Stryker replaced the keypad. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device failed to power on. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.